Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons became unresponsive after swimming and there was moisture under the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/27/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint of unresponsive keys. All of the keypad buttons respond properly. Removed the keypad and found no damage or contamination on the button contacts. Confirmed moisture can be seen from behind the display lens. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture throughout pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.